Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer insulin pump was suspending on it's own. The customer's blood glucose level was 500 mg/dl. The customer stated that he is not putting the insulin pump on suspend and on the I-pro it is showing that the pump was suspended. The customer stated that he has manually boluses at this time to keep blood glucose under control. The customer was advised to revert to back up plan per health care provider instruction. The patient was that we would add the trace code to (B)(4) and customer is going to upload it tonight and we will call friday. No further assistance need at the time of call.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.